Manufacturer narrative:
Complaint is not confirmed. Performed investigation returned meter. Meter is showing signs of memory overwrite. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported an issue with their freestyle flash meter, upon receiving an error message. There was no report of death, serious injury or mistreatment.